Event description:
A surgical technician stated a patient reported seeing a dark arc following intraocular lens (iol) implant surgery. The surgeon reportedly advised the patient against an iol exchange, however, the patient insisted. The iol was exchanged; the patient continues to see the dark arc but reports, it is better. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/23/2009, 03/09/2009 and 03/10/2009 by phone, fax and mail. A completed questionnaire has not been received.